Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the main pump was not circulating. As a result, an alternate device was employed. The surgical procedure was complete successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in process, but not yet completed.

Manufacturer narrative:
This device was manufactured before 1999. The field service rep (fsr) was not able to duplicate the problem and he noted the pump was running fine.